Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the MFR through their device tracking system indicating that a pump exchange took place on (B)(6) 2013, due to hemolysis; plasma hgb at 39.7.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.